Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibting a battery voltage of 2.63 after 21 months of implantation. The caller was questioning premature battery depletion. It was also noted that this device was involved in the advisory notification regarding this model/device. No adverse patient symptoms were reported.